Event description:
Reporter stated that pt was exhibiting symptoms of hypoglycemia (dizzy and disoriented). Reporter tested pt's blood glucose, using the advantage system, and obtained results of 30.5 mmoi/l and "hi" (>33.3 mmoi/l). Based on pt's symptoms, reporter fed pt a banana and summoned emergency medical services for assistance. Upon their arrival, 30 mis later, pt's blood glucose reportedly measure 4.6 mmoi/l on paramedics' device. No additional info about treatment received, if any, was provided. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in another country.